Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient sustained multiple impacts to the head on (B)(6) 2014 and subsequently experienced a decrease in performance. It was also reported that the patient experienced pain at the implant site and pain with stimulation. The device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
This report is filed october 23, 2015.